Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 16 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.